Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (will not communicate with a test monitor) was confirmed. Upon evaluation, the trunk cable hex crimp connector was pulled from the distribution node (dn), damaging the j702 connector on the dn pca board. The cause of the inability to communicate is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force on the trunk cable. No adverse event resulted from the damaged connector.

Event description:
A us distributor returned an electrode belt indicating that it was unable to communicate with a test monitor.